Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The anchoring suture broke and ipg flipped. X-ray confirmed ipg migration. The patient underwent a pocket revision and was doing well postoperatively.